Manufacturer narrative:
Section a2: mean age 68.6 ± 12.8. Section a3: 80 (39.2%) female and 124 (60.8%) male patients. Section a4: information unknown/not provided. Section b3 - date of event: exact date not provided, procedures took place between april 1, 2012 and december 31, 2021. Article acceptance date is july 10, 2024. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: information unknown/not provided. Section d6b - explant date: n/a, glaucoma implant remains implanted. Section h3: the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 -health effect - clinical code: 4581: unspecified injury. Citation: iwasaki, k., komori, r., arimura, s., orii, y., takamura, y., & inatani, m. (2023). Long-term outcomes of baerveldt glaucoma implant surgery in japanese patients. Scientific reports, 13(1), 14312. Https://doi.org/10.1038/s41598-023-41673-6 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: long-term outcomes of baerveldt glaucoma implant surgery in japanese patients a retrospective study was done to evaluate the long-term surgical outcomes of baerveldt glaucoma implant (bgi) surgery in patients with refractory glaucoma. A total of 204 eyes of 204 patients underwent baerveldt glaucoma implant (bgi) surgery. All tube-shunt surgeries were performed using a bg101-350 (n=159 eyes) or bg102-350 (n=45 eyes) endplate (abbott medical optics). Eyes that were classified as failures were due to inadequate iop reduction (n=28 eyes), reoperation for glaucoma (n=5 eyes), hypotony (n=10 eyes), and loss of light perception (n=4 eyes). It was reported that 10 eyes were treated with micropulse transscleral cyclophotocoagulation, and 1 eye was treated with transscleral cyclophotocoagulation. Early post-operative complications reported include hyphema (n=49 eyes), shallow or flat anterior chamber (n=20 eyes), wound dehiscence (n=1 eye), choroidal detachment (n=25 eyes), vitreous hemorrhage (n=18 eyes), retinal detachment (n=1 eye), iol dislocation (n=1 eye), removal of tube shunt (n=3 eyes), and malignant glaucoma (n=1 eye). Late post-operative complications reported include shallow or flat anterior chamber (n=1 eye), vitreous hemorrhage (n=4 eyes), tube obstruction (n=1 eye), tube erosion (n=2 eyes), removal of tube shunt (n=5 eyes), malignant glaucoma (n=1 eye), endophthalmitis (n=1 eye), bullous keratopathy (n=10 eyes), persistent diplopia (n=4 eyes), and corneal infection (n=2 eyes). Further postoperative interventions reported include anterior chamber reformation (n=16 eyes), intravitreal injection of anti-vegf (n=11 eyes), intravitreal injection of triamcinolone acetonide (n=2 eyes), additional suture of wound (n=1 eye), anterior vitrectomy (n=2 eyes), pars plana vitrectomy (n=11 eyes), phacoemulsification (n=4 eyes), descemet¿s stripping automated endothelial keratoplasty (dsaek) (n=1 eye), penetrating keratoplasty (pkp) (n=1 eye), and tube revision with patch graft (n=2 eyes).